Event description:
The biotronik rep. Could not interrogate this device on (B) (6) 2009. There were no blinking lights on the programmer wand. A magnet response of 80 bpm could be seen on the ECG. We attempted troubleshooting by repositioning the wand, selecting the device type from the implant list, distancing the wand from emi, and using a pacemaker magnet in conjunction with the wand, but no blinking lights of any color were seen on the programming head. Rep returned to the hosp on (B) (6) 2009 and could not interrogate the device using a different programmer, either. This pt had 9 radiation treatments, and the radiation field was just below the pacemaker implantation site. Technical services recommended device explant; however, the rep. Indicated the device may not be explanted because the pt is terminal.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. As mentioned in the instruction manual of this device, the electronic circuit elements of the pacemaker can be damaged by radiation therapy. The pacemaker should be shielded during the therapy. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.